Event description:
It was reported by the customer that the insulin pump was stuck in the rewind process and had started to alarm. Customer stated their blood glucose level was 101 mg/dl in the morning before the issue occured. Customer stated they did not recall any significant events that lead to the alarm or if the device was dropped. Informed customer that alarm was due to the device being unable to detect the reservoir. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 277 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.